Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Evaluation observed and found upstream occlusion was detected while the pump was tested with the flow rate of 400ml/hr and volume to be infused was 33.3 ml, and all of the sensors were within specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not alarm for an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.